Event description:
It was reported that a polyaxial screw broke post-operatively. According to the complainant, the pt underwent a grade ii l5-s1 spondyliothesis fusion with moss miami polyaxial screws in 1998. In 2001, a follow-up CT scan revealed that there was a broken screw at s1 (left side). There was also "inadequate bone formation" noted. In 2001, the pt complained of leg and back pain. Temporary relief was achieved by a back brace. An explant/revision surgery will be required but has not occurred yet. The investigation of the product complaint was not possible. No record review could be performed nor any visual or other evaluation performed since no part or lot info was provided. The parts had been implanted for almost 2 years. It was not possible to determine the root cause of the reported complaint. No further action can be taken at this time.